Event description:
Per the clinic, the device was explanted due to an infection (date not reported and site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2025-04557.